Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check electrode belt alarms) has been confirmed. Upon investigation the monitor was unable to appropriately communicate with an electrode belt, which belt communication failure was isolated to a shorted transistor q701 on the monitor c/a board. The root cause for the shorted q701 on the monitor c/a board. The root cause for the shorted q701 transistor could not be positively identified. No adverse event resulted from the shorted q701 component. The patient received a replacement monitor.

Event description:
The granddaughter of a (B)(6) female patient called zoll customer support to report that the patient was receiving frequent check electrode belt alarms. The patient was issued a replacement monitor.